Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation revealed the distal quick connect was not secure and would unscrew from the distal ball. The loctite had failed where the quick connect screws into the distal ball. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a failure of the loctite compound used to secure the quick connect to the distal ball.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the spider connection couples at the end of the arm rotates. The procedure was completed with the same device and no delay was reported. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.